Event description:
It was reported the pt's ipg is no longer providing stimulation. The pt reported she did not like recharging and had stopped doing so. The pt was unable to recall the last time she had charged the ipg. The pt will undergo surgical intervention at a later date to replace the ipg with a non-rechargable model.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.